Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited slowly increasing thresholds, which eventually lead to loss of capture (loc). The patient was in a car accident and thought that the lead may have dislodged, which is unconfirmed. The physician is aware of these lead issues, and there are no plans for intervention at this time. To date, no adverse patient effects have been reported.